Event description:
.

Manufacturer narrative:
On (B)(4) 2010, initial reporter was contacted who confirmed no pt injury or adverse event was reported to have occurred. As of (B)(4) 2010, the device has not been made available to the MFR for product eval. The initial reporter reported that the event was confirmed to be the result of user misprogramming. The initial reporter stated that the device was placed back in circulation at the facility without a plan to return the device to the MFR.